Manufacturer narrative:
The reported event of a torn cusp could not be confirmed. A more comprehensive assessment could not be performed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This is a re-operation case for a patient who had been implanted abbott trifecta aortic valve with unknown model and unknown lot number more than 3 years ago from year of 2017 with unknown specific implant date. It was found that the abbott trifecta aortic valve got a bit torn on 1 leaflet and the reason was not able to be identified. On (B)(6) 2020, physician explanted abbott trifecta aortic valve and replaced with new device of unknown model and lot number. The procedure was completed with no issue identified and no clinically significant delay of procedure. During and after procedure, patient was hemodynamically stable with no report of adverse patient consequences.